Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's stylus was unable to work. Troubleshooting steps were performed to include replacing the stylus and recalibration, however the issue remained. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's stylus was unable to work. There was a deviation between the stylus and the cursor the display xy board was found to be out of specification. There was a cut in the stylus cable the shielding was visible, but the stylus was working correctly. It was also determined at analysis that the cooling fan was noisy, and the paper tray was nearly empty. Errors were found in the software history, the software was reinstalled and updated to the newest version. During software installation a system error code was displayed due to a link electronic module (lem) related issue, the lem board was defective. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.